Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have low blood glucose of 50 mg/dl, which she treated by eating honey. She declined troubleshooting for low blood glucose. Nothing further reported. The insulin pump will not be returned for analysis.